Event description:
It was reported that pump battery did not hold charge and customer declined assistance from Technical Support. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of event.

Manufacturer narrative:
In use at the time of the event:CGM model: G6Mobile OS: iOS / iOS_iPhone 11 / 2.9.1 / iOS_18.6.2.